Event description:
This report is to advise of an event observed during analysis degradation problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector end of the lead was received for analysis. Visual inspection found full breach insulation degradation adjacent to the connector boot region. Other damages found are consistent with procedural damage. Actions have been taken to prevent reoccurrence.